Event description:
It is reported the device has a large leak noticeable on tidal volumes. The minute volume dropped to zero and the pt was no longer triggering the ventilator.

Manufacturer narrative:
The device cuff was checked, deflated and was questioned as being reinflated. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for eval is not expected. (B)(4).